Event description:
It was reported that following the implantation of a sparc sling the patient experienced moderate nausea and vomiting and "in hospital delirium." Medication for the nausea and vomiting was administered on (B)(6) 2015 and was considered resolved/recovered with no sequelae on (B)(6) 2015. On (B)(6) 2015, the patient was not "oriented to person, place or time." A computed tomography "CT" scan of her brain was performed on (B)(6) 2015 and magnetic resonance imaging "MRI" of her brain was performed on (B)(6) 2015 which were both negative. "Urine blood cx's - r/o lactic acidosis, and liver failure tests negative." This "workup included these tests and images to r/o causes of her hospital delirium." The delirium was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.